Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2011-00309 and 1627487-2011-00310. The patient received his scs system on (B)(6) 2011 consisting of an ipg and two percutaneous leads. It was reported that he only feels stimulation at the ipg site. An x-ray of the patient's scs system has been ordered for further interrogation.